Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would not be returned for analysis. Subsequent information revealed that the device is available for evaluation. Report source: correction - foreign box checked. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported resistance during advancement could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
Additional reported information indicates that a 3.0x15mm non-abbott balloon was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough nc, hc. Guide cath: launcher 6fr. Stent: xience alpine 3.0-23. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo, eccentric lesion in the distal left anterior descending artery with moderate tortuosity, heavy calcification and 90% stenosis. A 3.0x15mm nc traveler balloon dilatation catheter (bdc) was advanced for post-dilatation; however, when the bdc was inflated for the first time up to 14 atmospheres, the balloon ruptured. It was further reported that there was some resistance with the lesion during advancement. The bdc was removed without any resistance. Reportedly, the bdc was soaked and prepped outside the anatomy prior to use. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.